Event description:
As reported by the user facility: ref #8713050u, serial # (B)(4): reports received pump back to biomed, with note saying door won't close and rate inaccurate. Spoke with customer (B)(4) 2013, reports occurred sometime in the last month. No known pt injury. He was unable to expand on what was meant by rate not accurate, but it was being used on pt when pump was returned. No further info is available. MFR ref #: 9610825-2013-01885.